Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high pacing impedance, oversensing/noise which inhibited pacing, and loss of capture. A fracture of the rv lead was suspected. The patient exhibited bradycardia and experienced dizziness. Initially, the rv lead was reprogrammed as detections were turned off. Four days later the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.